Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received info that this crt-d exhibited noise and oversensing on the right atrial lead and competitor right ventricular lead channels. Numerous non-sustained ventricular tachycardia events were stored to the device and rv impedances were noted to have decreased from approx 1,500 to 1,000 ohms. There were also episodes with inappropriate atp noted. The observed noise could not be reproduced in clinic. The device was reprogrammed to monitor only. Info was later received indicating that there no instances of therapy exhaustion as only inappropriate atp was delivered. Furthermore, the pt is not pacemaker dependent. No adverse pt effects were reported. A revision procedure is planned for an unknown date. This system remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.